Manufacturer narrative:
If implanted, give date: not applicable as this is not an implantable device.  If explanted, give date: not applicable as this is not an implantable device. Concomitant-medical product: unfolder platinum 1 series handpiece (model: dk7796, lot: 334). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as lot number was not provided. Attempts have been made to obtain the missing information as well as additional information regarding the complaint; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the inserter handpiece was coming through the cartridges during the case. The inserter handpiece may have been accidentally damaged between cases. No patient related incidents were reported. No other information was provided.

Manufacturer narrative:
Section h3: device evaluated by manufacturer: yes. Device evaluation: no complaint product was returned for evaluation. Customer provided photos were evaluated in which the 1mtec30 cartridge can be observed attached to a dk7796 d&k handpiece device. Cartridge tip damage and cartridge crack were observed in the customer provided photo. Based on the image quality and content of the photo provided no further product evaluation could be performed and the potential root cause could not be determined. Conclusion: the reported complaint issue cracked/damaged cartridge tip was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that 1st supplemental MDR submitted incorrectly indicated a check mark on section h2: if follow-up what type: "device evaluation" box. As well as section h3: device evaluated by manufacturer: "yes" box. Both boxes should have been left blank. This 2nd supplemental report is being submitted to correct these. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.